Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when connected to the tower, they were getting a grainy screen. It is not displaying anything. This occurred during inspection for use and there was no patient involvement.